Event description:
Per the clinic, the patient experienced poor performance with device, resulting in the decision to explant the device on (B)(6) 2018.

Manufacturer narrative:
This report is filed on november 15, 2018.

Manufacturer narrative:
This report is filed on august 02, 2018. (B)(4).